Event description:
It was reported that "during a revision case the doc found the fixed self drilling screws broke at the screw head junction. The edges of the screw head broke off while inside the patient."

Manufacturer narrative:
Additional information has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.